Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during an unspecified treatment procedure, a balloon detachment occurred. A 10-4/5.8/90 ultra thin sds was used for treatment of a fistula. During withdrawal "it was a little tight going through the sheath." The physician was pulling the balloon out when the balloon separated from the catheter. The balloon was stuck in the sheath so nothing was left in the patient or traveled distally. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device noted the shaft was broke. Approximately 7mm of the distal portion of the device with the balloon attached was exiting a 7 french returned introducer sheath. It was noted that the shaft was stretched for a distance of 4mm at the break site. It was noted that the returned sheath was severely kinked between 51mm and 75mm proximal to its distal end. The distal edge of the sheath is damaged in appearance. The portion of shaft with the balloon attached was removed from the sheath. It was noted that the balloon material was not correctly wrapped. It was noted that the break occurred at the proximal balloon sleeve. No other damage was noted on the remainder of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an unspecified treatment procedure, a balloon detachment occurred. A 10-4/5.8/90 ultra thin sds was used for treatment of a fistula. During withdrawal "it was a little tight going through the sheath". The physician was pulling the balloon out when the balloon separated from the catheter. The balloon was stuck in the sheath so nothing was left in the patient or traveled distally. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.